Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the cardioplegia monitor would not boot up. The device was not changed out as the monitor was bypassed and temperature cables were used to directly monitor temperatures. The surgical procedures was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Investigation in process, but not yet complete.